Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b4, b5, d4(lot), d9, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including heavy marking and scratching on the plate surface. The plate has fractured along one of the segmented points of the plate. The returned device was evaluated with optical microscopy and with scanning electron microscopy fracture surface artifacts of fatigue striations suggest the fatigue mode of failure. Semi-quantitative eds elemental analysis found the material to be consistent with cp titanium with carbon and oxygen contamination. The device history record was not reviewed as lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 years post implantation due to a fractured plate. Attempts have been made and additional information on the reported event is unavailable at this time.